Event description:
On (B)(6) at 8:16pm I noticed something floating on my tubing of my insulin pump. I called medtronic pump company ref call number (B)(4) and they advised it was unsafe to use the product. They told me it was the reservoir retainer ring. They told me to listen to a recorded message and said they would ship me a new one overnight. They also said if it was not received in 20 days I would be changed for the new insulin pump. I called a dr and they advised me to go to the emergency room. When I got to the hosp my sugars had got over 400. The hosp did blood work and tested my sugars and gave IV fluids and my sugars did not come down. So they gave more fluids and a shot of insulin in my stomach area. They waited a little and retested and my sugars went over 500. So the hosp gave me another bag of fluids and gave me insulin in my IV. My sugars went down to 300 and they released me at 11am on (B)(6). I mailed the pump back with a tracking number and on 02/15/2020 I called and confirmed they received it ref# (B)(4). I sent another email with more detail but it didn't go through. FDA safety report ID# (B)(4).